Manufacturer narrative:
PMA / 510(k)#: bk050036. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cloudiness in the tube (molding issue) with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met visual requirements. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for cloudiness in the tube (molding issue) with the incident lot was observed. The retain samples were evaluated and showed no signs of the molding issue. Root cause description: based on the investigation, the most likely root cause was determined to be related to a molding issue during manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had cloudy tubes. No report of medical intervention or serious injury.